Event description:
It was reported that customer saw continuous glucose monitor error 42 while using sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed that error did not return after reset, and successfully started new sensor session with no further issues reported.